Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button has to be pressed 2-3 times to respond also scratches on screen that effect ability to read the screen at times. The customer¿s blood glucose unknown. Customer also stated that rewind was slower also crack on pump casing top right corner of screen extending towards back of pump and crack on casing top left corner of screen extending towards top of pump. The device will not be returned for analysis.